Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on 07/09/2015.

Event description:
Procedure: laparoscopic gastric bypass according to the reporter, the rubber inlay of the insertion hole has detached while inserting a scope for the procedure. No patient involvement was reported. Additional information was requested but nothing more has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that a component disengaged into cavity during the lap gastric bypass procedure. The balloon was inflated and did not demonstrate any leaks. Functional testing of the returned sample confirmed the product met quality release specifications. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).